Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump passed the stop current and run current tests. We were unable to verify alarm or perform the self-test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. The insulin pump had a cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motion sensor test failure. The patient's blood glucose was normal and did not require medical treatment. No further details were given. The insulin pump will be returned for analysis.